Event description:
Information received indicates the brake is not holding after it is set. The brake pedal will slowly come out of the brake position.

Manufacturer narrative:
The technician found the detent not functioning properly and the casters not adjusting to detent. The technician replaced detent and all of the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly and a caster adjustment is performed. This failure occurred following the correction of this unit.